Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they were implanted in june and they used the therapy but it didn't seem to work to them. Patient stated over the weekend they stopped using it because they couldn't live like this. Patient reported they are a major exerciser and they can't drink water to ride their bike or do things and they are tired of peeing all the time. Patient said they know how to use the device and they put it on program 2 and it was at 4.0 and it had a little bit of a tingling to it but it still didn't work. Patient called earlier this morning and talked to another girl and they was nice but patient was getting to a point where they could not take this anymore anyway so they just did it again. Patient also mentioned they went to the bathroom and they were trying to pee and couldn't pee but then they did pee. Patient asked if they had tried all different things and got so frustrated that they stopped for months. Reviewed therapy information and general programming guidance. Patient mentioned when they first got the implant it was painful doing the thing and now it is not painful but patient stated it feels like it's enlarged or something and it feels harder where the implant is. When asked for event date patient stated they would say it was probably about 6-7 years ago when they noticed it wasn't working. Patient then stated they tried for about a week or two after implant because they were getting frustrated no matter what. Patient went to see their doctor and the doctor told them why did they bring it with them and patient said they just didn't know. Patient was redirected to their healthcare provider to further address the issue. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists.  The caller stated that they were implanted with the device in june. But the device didn't seem to work. The caller stated they stopped using it only after a week or two weeks of being implanted because they didn't know how to work the equipment and that it wasn't working. The caller stated that they had a follow-up appointment after their surgery but didn't bring their equipment with them to the appointment,<(>,<)> so the hcp was unable to assist at that time. The caller stated that they called and spoke to someone from mdt previously on how to adjust , but it was painful. The caller stated that previously, when they were using the ins, they could feel too much stim when they were laying down , so that was another reason they stopped using the ins. The caller stated that they have not been using the ins for months and stated that they ""could not live like this," so they decided to turn the therapy on over the weekend. The caller stated that they adjusted to program 7 at 4.0 and stated that ""it hurts,", but it doesn't hurt. The caller stated that when they turned the stimulation on , they could feel " pulses in their vagina" , but after they used the restroom, the pulses went away. The caller stated that they could feel it tingling more and where the implant is and ""can feel it more." The caller stated that they feel like the ins is working hard. The caller stated that they can feel the implant as if it's enlarged but doesn't bother them. The caller stated that as they are sitting down, they can feel the ins working. . The caller stated that their issue with incontinent started six-seven years ago and tried previous treatments ((botox,<(>,<)> medication)) before getting the ins. The caller stated that they felt like ""their issue is really bad.".  The caller stated that they are going to the bathroom 30-40 times a day. The caller stated that they didn't give the therapy a lot of time to see how well it worked/ or  not work before stopping use. Pss reviewed programming guidance with the caller. The caller stated that they have not tried all the programs available. The caller stated that they did not want to adjust the stimulation down and were going to track and monitor their symptoms and make adjustments as they feel needed. .the caller stated that they are big exercisers and have to drink a lot of water. The caller wanted to know how increasing their water intake would effect the frequency of going to the bathroom. Pss reviewed patient activity guidance and redirected to the hcp for any medical question or advice. Patient called back to report they've gone about an hour to an hour and a half without needing to use the bathroom, which is pretty good for them. They were wondering how to tell if they needed to further adjust their therapy. The agent reviewed pertinent information. The patient then wanted to know how they could tell if they were having 50% improvement in symptoms if they drink lots of extra water while exercising via bike riding. Patient also wanted to know more information about kegel exercises and how to reframe their thinking to reduce frequency. Agent reviewed indications for therapy and suggested they keep a symptom diary. The agent also suggested the patient bring all of their questions up with their managing hcp.